Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure as the patient was hospitalized and treated with medication. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience prime stent was successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2015, the patient started experiencing chest pain. On (B)(6) 2015, the patient was hospitalized for this chest pain and medication was provided. Slightly elevated troponin was noted. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4).. Per study physician, this event of hospitalization for chest pain is not related to the xience prime device and not related to the index procedure. There was no reported device related adverse event nor device malfunction. Based on this information this would no longer be a MDR reportable event. No investigation required.

Event description:
Subsequent to the previously filed report, additional information was obtained: per study physician, this event of hospitalization for chest pain is not related to the xience prime device and not related to the index procedure. There was no reported device related adverse event nor device malfunction.